Event description:
It was reported by service report that the jack was alleged to be drifting; however, the stryker tech was not able to duplicate the alleged event. No pt involvement or adverse consequences are reported.